Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated depuy mitek product failure(s). No contact information was provided so no additional information follow up could be performed. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). UDI: the UDI is unknown at this time.

Event description:
This report is being filed after the review of the following journal article: harilainen, a, et al (2008) femoral cross pin (rigidfix) or absorbable screw (bioscrew) fixation vs. Tibial expansion sheath and a tapered expansion screw (intrafix) or absorbable screw (bioscrew) fixation in acl reconstruction with hamstring tendons. Randomized prospective study of four groups with 2- years follow-up. Suomen ortopedia ja traumatologia, vol. 31, pages 26-30.(finland). The study emphasizes in the different clinical outcome after either cross-pin or absorbable interference screw fixation in the femur and after either expansion sheath or absorbable interference screw fixation in the tibia in anterior cruciate ligament (acl) reconstruction with hamstring tendons. The patients evaluated on course of this study: 120 patients were randomized into 4 different groups as follows: femoral rigidfix® cross-pin (¿rigidfix¿) and tibial expansion sheath (intrafix, n=30) or rigidfix and interference screw femoral fixation (¿bioscrew ¿, n=30) or bioscrew femoral and intrafix tibial fixation (n=30) or bioscrew fixation into both tunnels (n=30) in acl reconstruction with hamstring tendons. The article describes the following procedure: the evaluation methods were clinical examination, kt 2000 laxity and lido isokinetic muscle torque measurements as well as ikdc, tegner activity level, lysholm knee and kujala patellofemoral scores. The devices involved were: rigidfix® cross-pin. Complications mentioned in the article were: there were 4 graft failures, two in rigidfix/intrafix, and one in rigidfix/ bioscrew and bioscrew/ bioscrew groups, respectively.